Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page: stryker recalled hip implant 2012 killed my mother. The recalled implant was made of cobalt and chromium causing blood poisoning & heart attacks. There was a class action suit against stryker.